Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a determination of the cause for the reported cuff miss. A needle to cuff miss can be influenced by, but not limited to, manufacturing, patient anatomical conditions and/or user technique. Tissue that is too thick and/or other anatomical conditions, such as scar tissue, may contribute to a cuff miss. Failure to position and maintain the device at a 45 degree angle throughout deployment and retraction of plunger/suture, rotating or rocking the device and/or not depressing the plunger to contact the device body may also contribute to a cuff miss. During manufacturing, the devices are subject to inspection and a sampling undergoes destructive testing. A review of the lot history record did not reveal any non-conformity records that were relevant to this event. A query of the complaint database was performed and there were no related incidents for this lot. Based on the reported information and the inspection criteria a definitive cause of the cuff miss could not be determined. There was no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after a diagnostic procedure. Reportedly, a cuff miss occurred and another proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.